Manufacturer narrative:
The complaint lead was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that during the implant procedure this right atrial (ra) lead was successfully implanted with good impedance measurements. The impedance measurements were reviewed prior to pocket closure and the ra lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. This measurement was duplicated with the pacing system analyzer (psa). It was suspected that the lead was damaged during the procedure. This ra lead was removed and replaced, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure this right atrial (ra) lead was successfully implanted with good impedance measurements. The impedance measurements were reviewed prior to pocket closure and the ra lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. This measurement was duplicated with the pacing system analyzer (psa). It was suspected that the lead was damaged during the procedure. This ra lead was removed and replaced, and no adverse patient effects were reported.